Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a low catheter flow rate is confirmed; however, the root cause could not be determined. One video of a computer displaying what appears to be flow rate information was returned for evaluation. The flow rate displayed on the computer appeared to be approximately 2.4 ml/s and then fluctuated between 1.5-2.0 ml/s. A patient was observed in the background of the video; however, the catheter could not be seen in the returned video. While the low flow rate was confirmed based on the computer displaying the flow rate, there were no distinguishing features in the video which could aid in identifying a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received 17 mar 2026: the contrast medium is kept in the incubator at the appropriate temperature, as per the manufacturer¿s instructions. The pressure limit is 300 psi.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the contrast pump was not supporting the flow rate of 4.5 ml, locking up and reducing it to 3.5 ml, damaging the images of the angiotomy exams causing incorrect test results. The device remains implanted in the patient. No further information provided.